Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that they replaced the cmos battery. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cmos battery has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system monitors were flickering when the system was started up. The system then froze upon completion of start up. No additional information was provided. There was no patient present when this issue was identified.